Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had two implantable neurostimulators implanted in the left and right abdomen. On the second day of implantation ((B)(6) 2022) and the most recent outpatient day ((B)(6) 2022) the application displayed "many devices detected." There was an app error. After trying to re-communicate several times, they were able to communicate by placing the communicator to the side of the patient's body. The issue was resolved. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Continuation of d10: product ID: 977006, serial#: (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator, ubd: 2024-02-14, UDI#: (B)(4); product ID: a71200, serial#: unknown, product type: software, product ID: a71200, serial#: unknown, product type: software. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.